Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) was isolated to an open driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
Upon investigation the monitor was unable to complete incoming functional testing.